Manufacturer narrative:
Product ID: 3778, lot# v985266006, product type: lead. (B)(4).

Event description:
It was reported that the lead was damaged during the procedure and the lead was replaced. When they tested the lead, the impedance check was all over 10,000.